Event description:
It was reported that during a gastric bypass procedure when closing the j to j enterotomy with blue cartridge, the staple line had about a 60mm staple line with a 50 mm cutline. At the distal portion of the staple line, the tissue was bunched up and five or six malformed staples. Some bleeding occurred at the middle of the staple line. That is where the five or six staples had pulled out of the tissue and malformed. Clips were used to control the bleeding. The surgeon cut the distal bunched up portion of the tissue. The cutline was jagged. There was no transfusion given to the patient. A competitor's device was pulled to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Jejunum. At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 5th firing. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Gray. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? Yes. If so, when? Second firing with gray mesentery when the knife blade moved forward the device made a pop.